Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with infusion sets. The customer¿s blood glucose level was 400 mg/dl at the time of incident, treated manual injection. The customer declined to trouble shoot for high blood glucose. The customer infusion sets will be replaced.